Manufacturer narrative:
(B)(4)

Event description:
--

Event description:
Boston scientific received information that this product was part of a system infection. The patient will be refererred to a cardiothoracic surgeon for either explant of the system or revision. The lead remains in service.there were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.